Event description:
Patient called to report issues he's having with his accu chek spirit combo pump. Patient stated that he's had multiple occlusions over the last few months. Patient also said sometimes the pump will shut off during the night. He said he does not think the pump is working properly, and that he needs to replace his cartridges way too often. He likes the pump but believes it needs an update or upgrade for it to work properly. He said he's had his pump replaced 4 times and thinks these issues could be a danger for others too.